Event description:
6/19/99, pt admitted with unstable angina, dizziness, sob, a-fib, ataxia, with orthostatic changes. 6/24/99, CABG x2. Pt had severe protamine reaction x2 requiring reinstatement of bypass and placement of iabp. Returned to surgery for mediastinal exploration for bleeding. 6/27/99 iabp ruptured. Pt placed on heparin and device left in place to be removed on 6/28/99. 6/28/99, iabp removed and pt returned to unit. Heparin drip not restarted. 6/29/99 pt reported doing well, then had respiratory distress at 14:00. Rch'd at 22:55.